Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. There was no blood glucose reading of 219 in the download history. Unable to verify bolus anomaly. However, the unit communicated properly with the test blood glucose meter. The test glucose meter value on the meter was properly displayed on the pump screen. Using the bolus wizard feature, the unit properly delivered the estimate total bolus. The estimated total bolus was listed in the bolus history screen. No bolus anomaly noted during testing. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 1489 mg/dl. Customer had symptom of vomiting, nausea, headache, abdominal pain and ketones. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with manual injections. Customer was not wearing insulin pump for 45 minutes prior to 911 call. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubbles; site or insulin issues; and settings. Caller was advised that insulin pump could be replaced due to caller believing that insulin pump was not recording bolus deliveries. Caller opted for insulin pump to be replaced.